Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device touchscreen did not function properly. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.